Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had reached eri. When the device was interrogated it stated it was at eol. The device had a quick drop off in battery voltage. The device was explanted and replaced.